Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and additional information regarding this failure type can be found within notification 3006260740-12-21-2017-001-c (z#-tbd). The product returned for evaluation was a 4fr d/l powerpicc provena catheter. The sample had been trimmed at the 37cm depth marking and usage residue was seen throughout. Gross visual evaluation of the sample discovered the presence of a circumferential split in the extension tube of the purple-luered lumen. The split was located underneath the luer connector by approximately 2mm. Microscopic examination of the damage showed that the fracture surface was rough and granular and the damage regions correlated to points where the extension tube appeared to be adhered to the luer hub. No damage existed in regions of the extension tube which were not tacked to the luer hub. The fracture features at the damage site appeared similar to fatigue damage and flexural fatigue may have been a contributing factor but the damage location and tacking of the extension tube to the luer wall suggest other, unknown, contributing factor(s) may have also been involved. A lot history review (lhr) of rebt0843 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was receiving continuous infusion of tpn for several weeks, when the valve began leaking. Tpn was getting on the patient's dressing. The valve was replaced and they noted that a bubble of fluid appeared on the lumen; where the lumen connects to the tubing. With continued flushing, new fluid bubbles appeared. There was no leaking from the valve. Tpn was stopped and the PICC was replaced. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt0843 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the patient was receiving continuous infusion of tpn for several weeks, when the valve began leaking. Tpn was getting on the patient's dressing. The valve was replaced and they noted that a bubble of fluid appeared on the lumen; where the lumen connects to the tubing. With continued flushing, new fluid bubbles appeared. There was no leaking from the valve. Tpn was stopped and the PICC was replaced. No patient injury reported.